Event description:
It was reported to philips that the system had issues with motorized movements. No harm was reported to philips. Philips has investigated this complaint. The customer reported that there was a geometry movement problem. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the device was in end of support. To date, there have been no further reports of this issue.